Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the lifevest that was described as being "red and bumpy". The patient's physician instructed the patient to remove the device for an hour everyday. Follow-up indicated that the rash was improving.